Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
A nurse, called on behalf of a patient to report a medical event involving hypoglycemia overnight. During the call, the nurse attempted to transfer the agent to the doctor, but the call was disconnected before detailed information could be gathered. As a result, several key questions remained unanswered, including whether the patient was wearing the omnipod product at the time of seeking medical attention, the reason for seeking medical attention, the date and length of the hospital visit, symptoms experienced, diagnosis received, and treatment provided. Multiple attempts for follow-up were unsuccessful. If additional information is received it will be submitted in a supplemental report.